Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing proper air removal techniques. Tandem technical support educated the customer to remove any residual air from the cartridge. Reportedly, customer continued to use existing cartridge.